Manufacturer narrative:
H6; code 400: damaged firing mechanism. Based upon the inquiry info received and the visual examination, it was concluded that the reported incident may have been caused by damage to the internal components. The instrument was returned non-functional. The instrument was disassembled and was found to have a bent left inner firing wedge and damaged firing trigger teeth. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to improve the products.

Event description:
During a laparscopic assisted bowel resection, the surgeon had fired the ez35b. The device was reloaded three times with vascular reloads. While firing the device with the third vascular reload it made a loud cracking sound. The surgeon opened the jaws of the device and found it had not cut or stapled. An ez35w was opened to complete the procedure. There was no consequence to the pt.